Event description:
Cvvh machine was alarming "blood flow leak" with no apparent leak noted within the system or from the patient. Attempted cartridge change with machine and then it said that annual maintenance was needed and to obtain a new machine. The machine number was 20399 and the cartridge lot was 90878004.